Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead threshold had been increasing progressively, and the patient had a syncopal episode. The lead was explanted and replaced.